Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Rec'd 24feb15, left knee; ae/fixed flexion deformity >30 degrees - to attempt mua. For study knee: yes. Serious, moderate severity, possibly device related and definitely procedure related. Treatment given: physical therapy, manipulation under anesthesia on (B)(6) 2015. Outcome: unknown. Diagnosis for primary knee study: osteoarthritis. Comorbidities: rt. Testicular cancer - removed '80s, gout and rt uni knee (B)(6) 2009. Update rec'd 31 march 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient has continued pain, swelling, stiffness, and arthrofibrosis. At this time there is no indication the patient has been revised. There is no new information at this time that would change the existing MDR decision. The complaint was updated on: 22/04/2015. 17 feb 2016 complaint re-opened to add update from clinical recd 8 feb 2016: replacement of tibial insert on (B)(6) 2016. Update rec'd 03 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised on (B)(6) 2015. At the time the insert was removed and the knee at this time the patient's insert was removed and the knee was washed out. The insert is being reported at this time. The complaint was updated on: 03/21/2016.

Manufacturer narrative:
Update rec'd 03 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised on (B)(6) 2015. At the time the insert was removed and the knee at this time the patient's insert was removed and the knee was washed out. The insert is being reported at this time. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.